Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 2.8x16 graftmaster device will be filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a myocardial infarction (mi) and cardiogenic shock and during treatment of the mi, a perforation occurred in the mid left anterior descending coronary artery. A 3.5x16mm graftmaster was noted to be expired. The device was not used and there was no patient involvement. A 2.8x16mm graftmaster failed to cross due to the anatomy. Another 2.8x16mm graftmaster covered stent was advanced, but dislodged in the left main coronary artery which made things more challenging. The same stent balloon was used to fully appose the dislodged stent to the vessel wall; however, it was outside of the perforated area. Lastly, a 3.5x16mm graftmaster covered stent was deployed and successfully sealed the perforation. The patient expired on (B)(6) 2020 due to the mi, cardiogenic shock and perforation. In the opinion of the physician, the use of these graftmasters did not cause or contribute to the patient death in any way. The patient's health was declining toward death (mi, cardiogenic shock, and perforation) prior to any graftmaster use. No additional information was provided.